Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an impaired white system controller power cable with green residue and visible wiring. The system controller was exchanged. The serial number was not visible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - UDI: correction. Manufacturer's investigation conclusion: the reported events of a damaged white power cable, a green residue, and the serial number not being visible could not be confirmed. The heartmate ii system controller was not returned for analysis, and no photos or log files were submitted for review. Available information indicated that the controller was exchanged. The root causes of the reported issues could not be conclusively determined. The device history records for the controller could not be reviewed, as the serial number was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller and its power cables. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) having a damaged white power cable, a green residue, and the serial number not being visible was confirmed via investigation of the returned product. The controller returned with a missing serial number exterior label, damage to the power cables, and evidence of fluid ingress on the power cables. The controller was able to operate a mock circulatory loop for an extended period of time with no issue or alarm. The downloaded log file showed atypical low voltage alarms activating due to the relative state of charge voltage fluctuating around the alarm threshold, consistent with the observed damage. The driveline was disconnected on (B)(6) 2024 at 16:19, consistent with the reported controller exchange. The controller appeared to operate the system as intended while the driveline was connected, and no other notable events occurred in the data reviewed. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller and its power cables. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.